Manufacturer narrative:
Continuation of d10: product ID: 8709, serial# (B)(6), implanted: (B)(6) 2000, explanted: (B)(6) 2005, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #:(B)(6), UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving hydromorphone (4 mg/ml at 1.5018 mg/day) clonidine ( 500 mcg/ml, unknown dose) and bupivacaine (unknown dose and concentration) via implanted infusion pump. It was reported that the patient had a catheter occlusion and underwent a subsequent revision in (B)(6) 2005 with replacement with a synchromed ii intrathecal pump. It was reported that previously the patient had hydromorphone concentration in the previous pump, however the patient was not receiving his medications through the catheter due to occlusion. With the new pump placement, the concentration of hydromorphone was restarted at 4mg/ml. The patient had noted that the concentration of pain medication was somewhat adequate, however he did complain of some leg weakness. However, the patient wanted the hydromorphone dose per day to be increased secondary to his increase in pain. The patient's medication was later refilled on (B)(6) 2005 and the hydromorphone was increased to 1.7025 mg/day.